Event description:
It was reported that, during a procedure, the stapler had issues after firing and failed on the third reload while in use. It was reported that the device could be pushed to fire all the way, but the knife blade was difficult to retract and could not be pulled back to retract the blade. A new device was used reesect and re-staple to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.